Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that it was not sure if it's a stent problem or a microcatheter problem. A continuous saline flush was administered and maintained as indicated in the IFU.

Manufacturer narrative:
H3: product analysis as found condition: the solitaire fr device and rebar-18 catheter were returned for analysis within a shipping box and a plastic bio-pouch. The solitaire fr device was returned within its introducer sheath. Damage location details: no damages were found with the introducer sheath. No bends or kinks were found with the solitaire fr pusher. The solitaire fr stent proximal marker glue dome was found damaged. The stent was found still attached to the pusher and in good condition. No damage was found with the rebar-18 catheter hub or distal tip. The rebar-18 catheter body was found kinked at 11.0cm from the proximal end of the catheter hub. Testing/analysis: the solitaire fr device was pushed out from within its introducer sheath without issue. Resistance was encountered at the rebar-18 catheter kinked location when tested with an in-house mandrel. Conclusion: based on the device analysis and reported information, the customer¿s ¿resistance¿ report was confirmed. Possible causes of ¿resistance¿ include using an incompatible catheter, catheter damage, patient vessel tortuosity, or not maintaining a continuous flush. The cause of the reported resistance is likely due to the use of an incompatible catheter and catheter damage (kink). The rebar-18 catheter has a labeled inner diameter of 0.021¿. As indicated in the instructions for use, ¿solitaire¿ fr revascularization device with the sfr-6-20 and sfr-6-30 reference numbers should be introduced only through a microcatheter with a minimum inside diameter of 0.027 inches.¿ therefore, the rebar-18 catheter was found not compatible with the solitaire fr device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that on (B)(6) 2025, the healthcare provider (hcp) was performing an acute myocardial infarction surgery. The surgeon considered using a stent to remove the thrombus, so the surgeon chose the stent sfr-6-30. When entering the middle section of the rebar18 microcatheter, it was felt obvious resistance of the stent in the microcatheter and the stent was stuck in the microcatheter. After multiple attempts, the stent could not be pushed or withdrawn. Due to the patient's urgent condition, the surgeon removed the stent and microcatheter and used a suction catheter to remove the thrombus. The patient was normal and the operation was successfully completed. There was resistance during the procedure during delivery. The vessel was not tortuous. The resistance was in the middle of the catheter. No patient symptoms or further complications were reported as a result of this event. The device and any accessories were prepared as indicated in the IFU. The catheter was flushed as indicated in the IFU. The patient was undergoing surgery for treatment of acute myocardial infarction. It was noted that the patient's vessel tortuosity was normal. The access vessel was the radial artery with a diameter of 7 mm. There was no stroke.